Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26466, 2017865-2021-26468. It was reported that a patient presented on (B)(6) 2021 with their pacemaker outside of their body. An infection was also discovered. The patient's whole system, including their pacemaker, right atrial lead, and right ventricular lead were explanted and the pacemaker was replaced with a leadless pacemaker. The patient was recovering post procedure.